Event description:
Additional information received: it was reported that the endoleak has resolved without intervention. The patient is fine.

Event description:
An endurant bifurcated stent graft system was implanted in a patient for emergent endovascular treatment of a 6.3 cm diameter abdominal aortic aneurysm. Aortic neck was 21 mm in diameter at the renals, narrowed to 19 mm then to 18 mm and then up to 22 mm over a length of 2 cm with minimal angulation. External iliacs were very calcified, non-tortuous, and 5mm in diameter on the right side and about 5 mm in diameter on the left side. The endurant bifurcated stent graft was able to be delivered through the challenging left-side access vessel without issues. After deployment, a type IV endoleak/blush was seen around the flow divider. This was described as a 4 second-delayed blush, thought to be due to porosity of the graft material. No intervention was performed, and the patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine. The film has been reviewed. A single returned still angio showed a possible endoleak near the flow divider, but could not confirm the type of endoleak.

Manufacturer narrative:
Evaluation, results (B)(4) inherent risk of procedure (endoleak), (B)(4) (unknown cause of endoleak). Evaluation, conclusion: (B)(4) (unknown cause of endoleak).